Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately seven months after device system implanted. Additional information was obtained from the funeral home and the cause of death was reported as natural causes with (B)(6). The source of the infection was requested of the cardiologist and primary care physician and is not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 305c223 porcine heart valve, implanted: (B)(6) 2012. (B)(4).